Event description:
Rep reported that the patient was diagnosed with a possible shunt failure after undergoing a shunt-o-gram. After exploratory surgery, the physician tested both catheters and confirmed that they were working properly. As a result, the valve was determined to be source of the problem. The explanted valve was set at 80mm h2o and the new replaced valve was working fine at a setting of 100mm h2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.